Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms were recorded to confirm complaint code. Unit functioning properly. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 49.0 received the lowbatteryalert (104) on 08/10/2025 18:26:00 after more than 7 days at 33.79 days. Battery cycle 48.0 received the lowbatteryalert (104) on 07/07/2025 22:31:01 after more than 7 days at 31.96 days. Battery cycle 47.0 received the lowbatteryalert (104) on 06/05/2025 13:51:00 after more than 7 days at 23.77 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit passed the sleep current measurement, active current measurement and self test. No failed battery alarms noted during testing. Unit functioning properly. The pump received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails. In conclusion customer allegation of insulin flow block and pump rejecting new batteries, were noted confirmed. Unikt was tested successfully. Cracked case and scratched lcd were confirmed during visual inspection when minor scratched lcd window and cracked corner of belt clip rails and cracked battery tube threads were noted. Unit was tested successfully, and no anomalies noted during testing or in download history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the bottom, scratched up screen, rejected batteries, and an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) unk_reservoir, mmt-1880, unomedical. Troubleshooting was initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for unk_reservoir, unomedical. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.